Manufacturer narrative:
Sections with additional information as of 16-sep-2020:h6: updated FDA's method, result, and conclusion codesh10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve. No additional medical intervention reported. Note: manufacturer contacted customer in a follow-up call (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 328, 268, and 244 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 125-140 mg/dl; an expected non-fasting range was not provided. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that earlier she had felt nervous and anxious due to the high blood results obtained and had called the paramedics. The paramedics had performed a blood glucose test with their meter and obtained a result of 288 mg/dl non-fasting; customer had obtained 328 mg/dl non-fasting using the truemetrix meter and was not sure of the time in between the tests. The diagnosis was hyperglycemia and customer was given two metformin pills, told to hydrate and follow-up with her physician. Customer was not taken to the hospital. During the call, a blood test was performed by the customer non-fasting and produced test result of 241 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/19/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (time/date not set): result 1: 328 mg/dl, date: (B)(6) time: 2:20pm, non-fasting not feeling well 1 hr after eating. Result 2: 268 mg/dl, date: (B)(6) time: 2:09pm, non-fasting not feeling well 51min after eating. Result 3: 244 mg/dl, date: (B)(6) time: 2:00pm, non-fasting not feeling well 40 min after eating. Result 4: 210 mg/dl, date: (B)(6) time: 1:17pm, fasting. Result 5: 127 mg/dl, date: (B)(6) time: 12:16am, fasting. Result 6: 215 mg/dl, date: (B)(6) time: 11:10pm, unknown. Result 7: 156 mg/dl, date: (B)(6) time: 5:43pm, fasting. Result 8: 136 mg/dl, date: (B)(6) time: 6:38am, fasting. Result 9: 121 mg/dl, date: (B)(6) time: 4:32pm, fasting.